Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer was wearing the infusion set for 2-3 days. Customer reverted to an alternate form of insulin therapy. Customer¿s blood glucose level was 300-400 mg/dl.